Event description:
A (B)(6) with a large pda with left to right shunting and systemic pulmonary artery pressures had a pda that measured 14.6mm at the aortic end, 6.6mm close to the main pulmonary artery and a length of 24.7mm. The pda was to be closed due to ongoing pulmonary hypertension and increased pvr. A 10/8mm amplatzer duct occluder (ado) was used. Initial placement was not ideal so it was repositioned. By echo, there seemed to be a significant and ongoing decrease in residual pda shunting so the ado was released. It immediately embolized to the proximal right pulmonary artery in reverse orientation. CT surgery was notified for device removal and pda ligation. The patient went to the operating room the same day and was discharged home two days after surgery on (B)(6) 2013.

Manufacturer narrative:
The 10/8mm ado was received at sjm and decontaminated. The ado was examined grossly and microscopically and was confirmed not to contain any defects or abnormalities. The ado was confirmed to meet dimensional specifications when measured with a calibrated caliper. The ado was successfully deployed from a test 6f loader without any deformations. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.